Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal gentamicin for the peritonitis (no further details). Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further follow up.

Manufacturer narrative:
Upon follow up it was reported the patient experienced aseptic peritonitis. The patient was not hospitalized for the peritonitis event. The patient was treated the gentamicin for "half a month" at home. Antibiotic treatment was discontinued in the beginning of the month following event onset. The same month, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.